Event description:
It was reported that the patient, who was (B)(6) and had a mitroflow aortic valve, was going to have a re-operation due to valve degeneration. The patient¿s surgery was then postponed due to hospitalization for cardiac decompensation. The patient then died the morning of (B)(6) 2017 due to cardiac decompensation and acute lung oedema. The echocardiography prior to her death showed gradient 44, vmax 4.15, ao surf 0.59. She also was reported to have dyspnea.